Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after the test, the button 14fr 1.5cm was installed, but after 3 days of use, the balloon ruptured, making it impossible to use. No injury was reported.

Manufacturer narrative:
Based on an update received by the initial reporter on (B)(6) 2023 the following sections were corrected with updated information: b5 describe event or problem; d1 brand name; d4 model number, catalog number, UDI #.

Event description:
The customer reported that after the test, the button 14fr 1.7cm was installed, but after 5 days of use, the balloon ruptured, making it impossible to use. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation. When water was injected into the returned device, a leak was detected due to a broken balloon. A supplier corrective action report was opened to further investigation this issue. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective and preventive action was opened with the supplier to further investigate the reported issue. The complaint will be used for tracking and trending purposes.